Event description:
It was reported that a false lead warning occurred. There were not enough beats in the notable data for the lead warning. The device was programmed to polarity switch but the switch did not occur. The warning was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.